Event description:
It was reported that a spectrum pump was experiencing system error 322 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. Physical inspection of the pump found that the upper aux flex connection to the pcb (printed circuit board) was not fully secured, which is what likely caused the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.